Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the wake button was not working. Customer pressed the wake button with more force and the wake button performed as intended. Additionally, it was reported that the insulin gauge was inaccurate. Customer re-loaded the cartridge to resolve the issue. Customer¿s blood glucose level ranged from 170-288 mg/dl. Customer continued to use the pump for insulin therapy.